Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On 7/1/2026, it was reported via social media that the patient just ¿got out of the hospital for dka due to a g7 failure¿. No other patient or event details were provided, including how the cgm was behaving during this event, patient symptoms, treatment details, or length of hospitalization. An attempt to reach the patient for further event details was unsuccessful. No other patient or event details were available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.